Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge issues occurred resulting in the cartridge becoming unusable. There was no reported adverse impact to customer's blood glucose level. Customer changed cartridge and was able to successfully resume insulin delivery.